Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a trocar came apart as he was trying to remove the vitrector from the eye during a vitreoretinal procedure. No known impact or harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample was returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history review could not be conducted. Because the trocar was not received, the complaint of trocar fell apart could not be verified and a specific action with regards to this complaint could not be taken. (B)(4).